Event description:
The pt underwent implantation of a synchromed pump in 2000 for intrathecal infusion of morphine for non-malignant pain/causalgia-complex regional pain syndrome. The hcp performed an x-ray rotor study and found the pump rotor had stopped. The pt underwent explantation of the pump in 2000. The explanted pump was returned to the MFR for analysis. The pt underwent implantation of a new synchromed pump on the same day, no further details were available from the hcp.